Event description:
It was reported by service report that the head right siderail was stuck in a low height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail release handle assembly.